Event description:
Customer reportedly obtained a result of hi on the device and took 4 units of novolog. Customer went to the emergency room approximately 40 minutes later and tested 140 mg/dl on their device. Customer's device read 389 mg/dl at the same time. A lab returned as 170 mg/dl and customer was given an IV with unknown substance. No valid quality controls were used. Requested return of suspect device and replacement was sent.